Event description:
Difficulty was experienced during attempts to cross a calcified first marginal lesion. The sds was pulled back into the guiding catheter and outside the patient's vessel, the stent was not on the balloon.